Event description:
The complainant reported that a patient was on impella cp support. While on support, pedal pulse in left foot was lost. The patient¿s pulse lactated with doppler. The doctor from vascular suggested removal of the impella due to loss of pedal pulses. A different doctor then came in with the plan to remove impella but upon evaluating the patient decided to keep the patient on support for another day or two since there was no mottling occurring. The doctor then suggested a computed tomography angiography (cta) of the limb. The cta did show obstruction of blood flow to leg. A mattress suture placed around the sheath hub and dressing/position manipulated to help with oozing and blood flow to limb, posterior tibialis pulse pulse improved, possible faint pedal pulse. The next day it was noted that there was pulse present in the left leg. Weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.